Event description:
The event is reported as: "complaint alleges that the product is pulling away from the elbow connection." No pt injury reported. Requested additional info regrading pt use.

Manufacturer narrative:
The assembly process and manufacturing procedure for the product complaint were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample. However, base on similar complaints a project (B)(4) was opened by (B)(4) in order to implement corrective actions to assure a more robust retention. According to the lot number provided the product was manufactured before the corrective actions.